Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2013. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient was experiencing the symptoms of headache and blurred vision. While symptomatic, the patient obtained an unspecified error message on the reported meter while attempting to test his blood glucose level. The patient was unable to provide the specific error message that occurred. The patient took the action of consuming less food and/or drink. The patient scheduled a physician¿s office visit, during which he was treated with 8.0 units humulin r insulin. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms occurred prior to the meter issue and the patient did not seek any emergency medical attention. However as the meter error message issue was not resolved, this complaint is being reported.